Event description:
It was reported that the customer inadvertently delivered a 25 unit bolus due to customer entry error, resulting in a low blood glucose (bg) level of 40 mg/dl that was addressed with glucose. Tandem technical support advised customer to consult with their hcp regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.